Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device also passed tone check and vibrate check on self test. Audio alert functions properly when using the suspend feature. No audio anomaly noted. When the suspend feature was activated, there was no insulin delivery noted during testing. No suspend anomaly noted. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide. When using the bolus wizard feature, device delivered properly the bolus estimate. No bolus anomaly noted during testing. Device uploaded properly using carelink. Device had cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 200 mg/dl at the time of the call. The customer used soda to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was alleging pump over delivery. Troubleshooting was completed and the customer stated the pump programming was inaccurate. The customer is a brittle diabetic. The customer stated the pump volume was lower after the pump suspended. The insulin pump will be returned for analysis.